Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
Information indicated that the patient is part of a lawsuit alleging that the lead is inherently defective and that the patient may have suffered damages and losses including, but not limited to: emotional distress, including mental distress, anger, depression and anxiety. It was reported that the patient presented to the hospital after hearing an alert and receiving inappropriate shocks. The right ventricular (rv) lead exhibited oversensing, sharply rising lead impedance, unstable thresholds, and a fracture was suspected. The patient also had a thrombosis and a complete occlusion of the left subclavian vein. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.